Event description:
Info suggests the pt was previously implanted with an ipp device, details not indicated. In 2007, it appears the pump was replaced due to suspected failure and infection. Ams has requested add'l info.